Manufacturer narrative:
This report is being supplemented to add e2 and e.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 23-nov-2021 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, cause of the reported event is likely due to reprocessing brushing method of forceps elevator conducted by the user was different from method recommended in IFU or, the staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: foreign material adhered to the forceps elevator. -IFU (reprocessing manual) states possible infection to the patient and/or operators who conducts next procedure with using endoscope if cleaning/disinfection/sterilization are insufficient. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. -IFU (reprocessing manual): manual cleaning: brush the forceps elevator states on detailed method of reprocessing on/around forceps elevator. IFU (operating manual): inspection of the endoscope clearly states on foreign material at forceps elevator during inspection prior to use. Therefore, the suggested event was detectable. Returning the endoscope for repair states on cleaning device before returning for repair. Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus. Inside of lg lens was dirty the user can prevent the suggested event and detect abnormality by handling the device in accordance with the following IFU. -IFU (operation manual). ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the duodenovideoscope the up/down. Upon inspection and testing of the customer returned device, it was observed having foreign material inside the forceps elevator. The customer later stated they do not have an automatic reprocessor for cleaning and disinfection, and they manually clean the devices by using rapid multi-enzyme cleaner solution with the mh-507 and bw20t brushes with the maj-1534. Followed by using cidex disinfectant 2.4% glutaraldehyde.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found there was the foreign object on the forceps elevator of the subject device. The subject device had been returned to olympus (B)(4) for repair of the malfunctions for the forceps elevator up/down movements and low bending angulation. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was the foreign object on the forceps elevator of the subject device.. Omsc reviewed the inspection report of olympus (B)(4). And omsc found the new reportable malfunction, an indication that the subject device had been insufficient or incorrect reprocessed (the user may have used the poor reprocessing subject device for next procedure). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.